Event description:
On (B)(6) 2010, blood drawn for basic metabolic profile at 0536. Potassium reported out by lab as 2.8 at 0603. Normal range for this institution is 3.4-4.8 mmol/l. Pt treated with IV potassium on (B)(6) 2010, pathologist noted 2.8 value on exception log. Blood sample re-run and corrected report sent out as 3.3 at 147 on (B)(6) 2010.